Manufacturer narrative:
Image review: two photographic images were provided for review. The first photograph was of the turbohawk detached tip assembly. The guidewire lumen was noted in the photograph and no damage was noted. The second photograph was of the turbohawk device showing the detachment site where the laser drilled coils begin at the proximal end. The drive shaft was attached to the torque shaft in the second photo. The distal housing was detached from the catheter. The cutter is attached to the drive shaft. Product analysis: the turbohawk device was returned to medtronic investigation lab for analysis. The device was returned coiled in a tyvek pouch in a biohazard bag with the distal end of the housing fully detached from the device. The distal segment of the housing was detached at 5.5cm distal from the distal tip. The turbohawk showed the cutter/drive shaft exposed and advanced from the housing approximately 0.5cm. The fracture on the housing is visible where the laser drilled coils begin at the proximal end (distal the vent holes). The cutter was intact and attached to the drive shaft. Flaring of the tecothane material is visible on the distal housing. The metal housing remains intact with no damage visible. No damage noted to the guidewire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a turbohawk atherectomy device during treatment of a calcified lesion in the patient¿s superficial femoral artery (sfa). Moderate vessel calcification is reported. No damage was noted to the device packaging. IFU was followed. The cutter was positioned inside the housing during device removal. It is reported the tip detached outside the patient. The device was replaced to complete the procedure. No patient injury reported.